Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in emergency room with bradycardia. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via inductive telemetry. Chest x-ray was performed and showed pacemaker migration. The right ventricular (rv) lead was suspected to be dislodged. The pacemaker was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in emergency room with bradycardia. Upon interrogation, it was found that the pacemaker exhibited failure to interrogate via inductive telemetry. Chest x-ray was performed and showed pacemaker migration. The pacemaker was explanted and replaced. Patient condition was stable.